Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing on the right ventricular (rv) channel that led to pacing inhibition. The pacing inhibition did not result in any asystole. A revision procedure was performed and the rv lead was explanted. This ICD remains in service. No additional adverse patient effects were reported.